Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 646513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding postpartum. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included bacterial vaginosis, hypertonicity of bladder, irregular menstruation, frequency of micturition, pelvic discomfort and menses irregular. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2014: results: no hyperplasia or malignancy identified. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Diagnostic results: lab test - urine dipstick. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : event " abdominal pain" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 646513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding postpartum. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included bacterial vaginosis, hypertonicity of bladder, irregular menstruation, frequency of micturition, pelvic discomfort and menses irregular. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes") and allergy to metals ("nickel allergy"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, bladder disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, bladder disorder, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2014: no hyperplasia or malignancy identified hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion lab test - urine dipstick. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received, reporters added, lot number added, events: abnormal bleeding (vaginal, menorrhagia), vaginitis, uti, bladder or urinary problems or changes, nickel allergy, concomitant diseases added. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 646513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding postpartum. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included bacterial vaginosis, hypertonicity of bladder, irregular menstruation, frequency of micturition, pelvic discomfort and menses irregular. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes") and allergy to metals ("nickel allergy"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, bladder disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, bladder disorder, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2014: no hyperplasia or malignancy identified hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion lab test - urine dipstick. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.